Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced inadequate stimulation. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The cause was consistent with an overstress condition or sudden event the lamitrode was subjected while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the lead was explanted and replaced. The ipg was also replaced electively for upgraded technology. Post-operatively, stimulation therapy was restored.